Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer and healthcare provider (hcp) regarding a (B)(6), female patient who was receiving dilaudid (dose and concentration unknown) via an implantable pump for spinal pain. The patient's medical history included failed back syndrome (1999). On an unknown date, after a catheter revision on (B)(6) 2015 the catheter broke and the patient was not getting any pain relief. Her whole quality of life had changed. It was noted the patient's previous pumps (replaced due to longevity) did great, but she had not had pain relief since the 3rd pump was implanted and it was really taking a toll on the patient. In (B)(6) 2015, the hcp could not aspirate the side port. In (B)(6) 2016, the patient was scheduled to have the system removed. Additional information has been requested regarding the cause of the event, troubleshooting, actions/interventions and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
On 2015-12-14, information was received from a consumer and healthcare provider (hcp) regarding a (B)(6)-year-old, female patient who was receiving dilaudid (dose and concentration unknown) via an implantable pump for spinal pain. The patient's medical history included failed back syndrome (1999). On an unknown date, after a catheter revision on (B)(6) 2015, the catheter broke and the patient was not getting any pain relief. Her whole quality of life had changed. It was noted the patient's previous pumps (replaced due to longevity) did great, but she had not had pain relief since the 3rd pump was implanted and it was really taking a toll on the patient. In (B)(6) 2015, the hcp could not aspirate the side port. In (B)(6) 2016, the patient was scheduled to have the system removed. Additional information has been requested regarding the event date, the cause of the event, troubleshooting, actions/interventions and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Problem: updated/corrected .

Event description:
On (B)(6) 2015, information was received from a consumer and healthcare provider (hcp) regarding a (B)(6), female patient who was receiving dilaudid (dose and concentration unknown) via an implantable pump for spinal pain. The patient's medical history included failed back syndrome (1999). On an unknown date, after a catheter revision on (B)(6) 2015, the catheter broke and the patient was not getting any pain relief. Her whole quality of life had changed. It was noted the patient's previous pumps (replaced due to longevity) did great, but she had not had pain relief since the 3rd pump was implanted and it was really taking a toll on the patient. In (B)(6) 2015, the hcp could not aspirate the side port. In (B)(6) 2016, the patient was scheduled to have the system removed. It was noted that the patient did not have "discs" anymore and it was just vertebrae. The hcp was reviewing if the vertebrae were what was crushing the catheter. Additional information has been requested regarding the cause of the event, troubleshooting, actions/interventions and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information was received from a consumer. Device failures included catheter failure. Injuries included withdrawal, pain, hospitalization, and surgery. No further complications were reported or anticipated.